Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump communicated properly with the glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected calibration anomalies were noted during testing. No unexpected pump error 4 alarms or pump error 63 alarms were noted during testing. The pump error 63 was present in the format history file due to a problem isolated to the keypad assembly. The pump was received with a severely faded serial number label. The pump was received with scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, damaged keypad overlay texture, a peeling end cap address label and slight corrosion in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call the insulin pump had two difference pump error alarms. Customer stated at different time she had noticed the device calibrating without any manual input from her. Customer didn't provide her blood glucose level. Customer was advised the device needed to be replaced and agreed to return it.